Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 24mm amplatzer septal occluder device was implanted on (B)(6) 2023. On (B)(6) 2023, it was reported that the device has embolized in the abdominal aorta just above the renals. The device was explanted on (B)(6) 2023. The patient stable and recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.